Manufacturer narrative:
On july 30, 2021, mentor received confirmation that both of patient's devices are becker device. The device was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2021, mentor became aware that this was patient's primary breast reconstruction surgery, and patient experienced bilateral capsular contracture; baker grade ii, and the date of implant was (B)(6) 2001. Hence, corresponding fields have been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Patient's right side is becker device per information received. The decice was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a, but patient does plan to explant due to the age of her implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent revision breast augmentation with unknown size unknown saline implant is planning to explant the devices since she is afraid since she has had the implants in for almost 20 years. Patient stated no complications or no problems. Although the patient is planning to explant her breast prostheses, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device. Patient's right side is becker device per information received. The decice was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs.